Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre, having received a sensor scan result of 112 mg/dl and subsequently losing consciousness. Paramedics were called, who diagnosed the customer with hypoglycemia and administered unspecified intravenous medication for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a high readings issue with the adc freestyle libre, having received a sensor scan result of 112 mg/dl and subsequently losing consciousness. Paramedics were called, who diagnosed the customer with hypoglycemia and administered unspecified intravenous medication for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section g-4 was incorrectly documented in the previous report. The correct g-4 date is (B)(6) 2020.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed sensor plug and inspected sensor plug assembly and no issues were observed. Linearity test was performed, and all results were satisfactory. This issue is not confirmed.

Event description:
A customer reported a high readings issue with the adc freestyle libre, having received a sensor scan result of 112 mg/dl and subsequently losing consciousness. Paramedics were called, who diagnosed the customer with hypoglycemia and administered unspecified intravenous medication for treatment. There was no report of death or permanent impairment associated with this event.